Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a recent hemorrhagic stroke and was experiencing some blurred vision. A CT scan of the head revealed subarachnoid hemorrhage. The patient's international normalized ratio (inr) was at 3, lactate dehydrogenase (ldh) at 2000, and decreased to 1800. A review of the log file downloaded from the patient's system controller was unremarkable. It was reported that echo revealed that the left ventricle appeared to be partially full and the aortic valve was opening during every beat. The right ventricle appeared to be normal. It was stated that a ramp echo was not performed due to fear of dislodging possible clot. Reportedly, the patient is in the hospital and currently on dialysis. The patient's condition has deteriorated. The patient has a pulmonary embolism so he is not a candidate for a pump exchange.

Manufacturer narrative:
The MFR is attempting to acquire add'l info from the hospital regarding the event and pt outcome. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.